Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately three weeks after implant of the implantable cardioverter defibrillator (ICD) with an antibacterial absorbable envelope. The ICD system will be explanted. No further patient complications have been reported as a result of this event.